Manufacturer narrative:
Ts instructed the physician to use magnet mode to pace the patient during the remainder of the surgery. This device remains in service and boston scientific crm can not confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description boston scientific crm received information from the physician that during a non-device related surgery, the cautery process caused high rate tracking to occur on this pacemaker. Technical services (ts) suggested using a magnet for pacing to eliminate the sensing issue. To date, no adverse patient effects were reported. Five years later this device was explanted and replaced for normal battery depletion (nbd). The device was returned for analysis.